Event description:
It was reported that the sensor is alerting lost sensor. The blood glucose reading is 106 mg/dl. Customer is calling back after two hours wetting issue. Explained that insulin pump is no longer receiving data from the transmitter. Customer found that sensor was bent. Customer will change the sensor. The sensor will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed due to high readings. The cannula was found bent. It could not be confirmed that the sensor was received in said condition because it was returned opened and used.